Event description:
The patient reported pain and suffering because the device was "defective". The patient also reported the device was replaced due to the ¿bracket weld recall¿. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076-45 implantable pacing lead 2009 (B)(6); 4076-45 implantable pacing lead 2009 (B)(6) ; 4196-88 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient experienced dizziness and weakness.

Manufacturer narrative:
(B)(4).